Manufacturer narrative:
The electrode was returned to boston scientific in two segments for analysis and was thoroughly inspected and analyzed. Resistance tests on each segment were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Visual inspection revealed a benign crack in the polycin vorite notch area next to the sense b electrode. The crack did not progress into the electrode insulation. This electrode passed all returned product testing; however, boston scientific has initiated an investigation into the benign crack in the polycin vorite notch area next to the sense b electrode, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) system was explanted and replaced due to unknown product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) system was explanted and replaced due to unknown product performance issue. No additional adverse patient effects were reported.